Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the right coronary artery (rca). Following pre-dilation, a 3.50 x 24mm synergy ii dug-eluting stent was advanced but failed to cross the lesion. Ultimately, a vessel dissection occurred. The patient was then sent to surgery for bypass. No further patient complications were reported.